Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a dark screen. The event was identified during maintenance. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. No reportable malfunctions were identified during the device evaluation. Based on the results of the investigation, a root cause could not be identified. It is likely that no problem was detected, leading to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a dark screen. The event was identified during maintenance. There was no patient involvement.